Event description:
It was reported that during review of data in the remote home monitoring system, it was noted that this left ventricular (lv) lead exhibited loss of capture (loc) on the presenting electrogram (egm). Further review was recommended to the physician. No further assistance was requested at this time. Additional information was received that the patient later underwent a direct current cardioversion (dccv) to treat atrial fibrillation (af). Review of recent presenting egms noted appropriate lv capture. Routine in clinic monitoring will be continued. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.